Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer reported the insulin pump alarmed button error during basal. The device was not dropped or exposed to moisture. Blood glucose value is unknown but the customer stated it was normal. The insulin pump would be replaced and returned for analysis.

Manufacturer narrative:
No unexpected button error alarms were noted. The pump had intermittent button response on the esc button due to corroded keypad traces. The pump also had a cracked lcd window, a cracked case at the lcd window corners, a cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads, and a broken belt clip slot.